Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited peeling adhesive, a detached distal end, and a chipped light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the peeling adhesive, the detached distal end, and the chipped light guide lens, the cause was due to problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.